Event description:
It was reported that the atrial lead had dislodged and was sensing ventricular signals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was additionally reported that the lead exhibited high capture threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.